Event description:
It was reported the pt experienced numbness in her legs five days after her implant procedure. The pt has experienced numbness and used a walker prior to being implanted. The pt has lower extremity and foot pain, and the scs system was recommended by her podiatrist. Follow-up information, on (B)(6) 2013, identified the pt is in a rehab center. The pt has sensation in both legs but reports weakness to the point she cannot walk on her own. The pt feels her foot pain is preventing her from walking. The pt stated the scs system is helping with the pain and does not want the scs system removed. In addition, the pt also reported the stimulation makes the center of her tongue feel numb but it helps her head and neck aches go away.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.